Event description:
It was reported that the pump touchscreen was unresponsive. There was no adverse impact to the customer's blood glucose level. During troubleshooting with tandem technical support, it was confirmed that the customer let the pump battery fully deplete, and the issue was resolved upon the pump restart.